Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Image review: review of the provided image is consistent with the reported complaint of a damaged cautery wire. Root cause of the failure mode cannot be confirmed.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had cuts on the insulation cable. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: nothing was noted to have fell into the patient's anatomy. Since it takes magnification to see the cable damage in most instances the room staff, even when examining the instrument prior to use, does not see the damage. No loss of cautery was mentioned. Some instruments had the internal wires exposed. It is unknown if thermal damage was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, electrical continuity, and manual articulation of inputs tests/ inspections were performed and the complaint could not be reproduced. The instrument passed the electrical continuity test. Failure analysis could not verify the customer reported event. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.